Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker system exhibited t wave oversensing in the right ventricular (rv) channel. Technical services (ts) was contacted and recommended adjusting sensitivity. This pacemaker remains in service. No adverse patient effects were reported.